Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021, pediatric nurses used indwelling 24g y-shape intima-ii for the patient. After opening the commodity package, they found black stains on one end of the heparin cap.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1020961. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility has been received and reviewed by our team of quality enigneers. During visual analysis they were able to positively identify the foreign material as oil from the manufacturing machinery.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021, pediatric nurses used indwelling 24g y-shape intima-ii for the patient. After opening the commodity package, they found black stains on one end of the heparin cap.